Event description:
The hospital reported that during laparoscopic procedure, the insufflation tubing will not fill the abdomen with enough air.

Manufacturer narrative:
Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heat and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. Migration resistant material, polycarbonate, has been chosen and successfully tested for compatibility of exposer to high heat. In 12/2008, a 100% inspection of the modified device was performed with no defects found.